Event description:
Baby had a 6 f corflow (corpac) placed transpyloric on [date redacted]. Feedings were 27 calorie similac special care high protein, continuous feeding. The kangaroo pump was reading occlusion, unable to flush the corflow at all with sterile water (of note, during night shift [date redacted] - 4 days after admission, rn [redacted] reported the same issue of feeding tube occlusion and that nnp [neonatal nurse practitioner] [redacted] flushed it with sterile water and was able to clear the feeding tube). Removed the feeding tube and was still unable to flush the tube. Along with provider dr nnp, decision was made to insert a larger tube. New 8 f corflow was placed and xrays done times 2 to get correct placement.